Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2024, the patient¿s blood glucose (bg) meter reading was 320 mg/dl, and the patient was feeling nauseous. The patient¿s continuous glucose monitor (cgm) was ¿not working¿ and they were unable to check the patient¿s receiver at this time. Once emergency medical service (ems) was called. Once ems arrived, the patient was transported to the emergency room (ER). In transport, the patient¿s cgm receiver went ¿missing¿ and could not be found. It was also noted that the patient¿s medtronic insulin pump had been ¿ripped off¿ and this may have contributed to the patient¿s hyperglycemia. At the ER, the patient was treated with (2) insulin injections. The patient was still in the hospital at the time of report (by the time of report, the patient had been in the hospital for 2 days) but was stated to be ¿improving¿. Due diligence attempts to contact the reporter for more information were attempted but not successful. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.